Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 device evaluated by mfg from "no" to "yes". Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring. The insufflation tube and the water tube were observed to be intact. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2193 sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When cutting the branches with jaw, co2 was supplied from the infusion port of the cannula, but the pressure was increased by only about 5 mmhg at the maximum. Since they could not confirm air leakage from the insertion part, btt port, or air leakage from the location of the vasoview system, they judged that it was a product defect, abandoned the use of the system, and switched to ovh. Continued. Since the disection of adipose tissue was completed, a few mm incision was made on the central side, and the images were collected from the peripheral side and the central side of the hemopro2 introduction part under direct vision. In addition, there is no damage to the patient's health. An additional incision was required. There was no procedural delay.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.